Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective stopper occurred before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "sterile 10ml syringe whose stopper is defective (appears to be melted)."

Event description:
It was reported that defective stopper occurred before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "sterile 10ml syringe whose stopper is defective (appears to be melted)."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that defective stopper occurred before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "sterile 10ml syringe whose stopper is defective (appears to be melted)."

Manufacturer narrative:
H.6. Investigation summary: one 10ml syringe in a fully sealed blister pack confirmed to be from batch 7333981 (p/n 300912) was received and evaluated. It was observed the stopper was jammed between the plunger rod and the barrel wall. There was also significant damage to the plunger rod including cracked ribs and the bottom half was slightly twisted. This was rejectable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the jammed stopper is associated with the assembly process. It is likely this occurred from a misalignment between the plunger rod and barrel dials. No corrective actions are necessary based on the defective rate identified. Batch 7333981 is considered in compliance with our product specification requirements. H3 other text: see section h.10.